Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that programming changes or lead revision were discussed for a rv lead noise issue. The patient was asymptomatic. Further information notes that no changes have been made, and they will continue to monitor the patient. Patient is stable.